Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a nc emerge balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed multiple kinks to the hypotube, inflation lumen, and guidewire lumen. Microscopic examination revealed a pinhole in the balloon 11mm from the tip. The inflation lumen is twisted at the exit notch and there is damage on the exit notch. There is blood present in the hub, inflation lumen, and balloon. The balloon is loosely folded. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that balloon rupture occured. The target lesion was located in the left main artery. A 5.00mm x 8mm nc emerge balloon catheter was advanced for dilation. However, the balloon was found ruptured after it was removed from the paitent's body. The procedure was completed with a different device. No patient serious injury nor complications were reported and the patient's status was stable.

Event description:
It was reported that balloon rupture occured. The target lesion was located in the left main artery. A 5.00mm x 8mm nc emerge balloon catheter was advanced for dilation. However, the balloon was found ruptured after it was removed from the paitent's body. The procedure was completed with a different device. No patient serious injury nor complications were reported and the patient's status was stable.